Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780 , serial# (B)(4), product type: catheter. (B)(4) applies only to the catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen(unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2015. It was reported the patient experienced a "spinal cord leak." The patient was not "receiving any medication from it because of this." It was not "just in the back but there is also a huge bump on my belly." The leak was the result of the implant procedure. Surgery was planned to resolve the issue. Additional information was received from a healthcare provider (hcp). The pump was delivering baclofen 1000 mcg/ml; 120 mcg/day. The start date was (B)(6) 2015 and was ongoing. Other medication the patient was taking at the time of the event includes oral baclofen, gabapentin, bupropion, modafinil and temazepam. Intervention was surgery with orthospine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.